Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 411 mg/dl and 340 mg/dl (mobile) and 68 mg/dl (performa). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.